Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a system error during the boot up phase. The caller was advised to power cycle the programmer, which allowed the programmer to continue operating as designed. The programmer is not expected to be returned. There was no patient involvement.